Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding additional information: adding UDI#: (B)(4). Adding implanted date: on (B)(6) 2019. Adding explanted date: on (B)(6) 2023. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions codes 24 and 50. This is a follow up report to add these additional codes. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical code 1932. This is a follow up report to add these additional codes. Additional FDA coding being added after investigation of device. Adding additional medical device problem code 1494. This is a follow up report to add these additional codes. Correcting lot# from unk to 431754. Device received for this event is being corrected from unk atis implant catalog#: unk atis implant to osseospeed ev 3.0 s - 8 mm catalog#: 25212. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: investigation findings code - 3221. The correct codes for this complaint are: investigation findings code - 3243. This is a follow up report for this corrected information.